Event description:
A 6.0 inr with protime system vs. A 3.6 inr with unspecified lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. No product returned from user facility. Customer complaint could not be confirmed. Conclusions - no conclusion can be drawn.